Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was brought to an emergency department and hospitalized on (B)(6) 2019 at 12:30 pm due to a high blood glucose level of 374 mg/dl. The customer's blood glucose level at the time of admission was 298 mg/dl. It was reported that the customer was running high from last 3-4 days. He had vomiting, and was feeling weak and achy. The customer was wearing the insulin pump at the time of admission. The customer reported that he changed the complete set, but no change was observed. He was treated with intravenous insulin in the hospital. The customer's current blood glucose was 336 mg/dl. The customer was assisted with troubleshooting for high blood glucose; however it got interrupted. The customer was advised by hospital that the insulin pump might not be working; however, he felt comfortable with it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.